Event description:
It was reported that the customer had taken blood glucose results and rec,d values of 330mg/dl @ 6:54am, 213mg/dl @7:33am, 328mg/dl @ 7:56, the customer was having hypoglycemic symptoms (sweating, shakiness, and was non coherent). Paramedics were called and at 8:30 the customer device read 308mg/dl, @ 8:45 paramedics tested and the result was 29mg/dl. The customer was given glucose drink and taken to the hosp where about 20 mins later a result of 156mg/dl was rec,d. The customer was given food and IV treatment and remained in the hosp for about 4 hrs before being sent home. A request was made for the return of the suspect device and replacement product was sent. No controls were being run on the device at the time of the incident.